Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings:. No unexplained power interruptions observed in black box download. Daily insulin delivery totals correctly reflect user's programmed basal rates. The battery compartment is cracked along side of pump. Threads on the battery cap are stripped. Battery cap unable to maintain an electrical connection, power loss and reboots were duplicated. Test cap used for testing purposes. Pump exercised for 24 hours with test cap with no further power issues occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. The display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of over 250mg/dl with blurred vision, difficulty waking up, polyuria, polydipsia, extreme drowsiness, shortness of breath, strong fruity breath, and symptoms of dehydration (dizzy and lightheaded). The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the battery compartment was cracked. This complaint is being reported because the patient experienced hyperglycemia related to a power damage.